Manufacturer narrative:
The reported observation of the clinician programmer using app version 2.0.2 and displaying the message, "therapy is off/therapy was turned off because an invalid program was found" was confirmed. Analysis found the device was returned in the same condition as noted in the field. Surgery mode had been enabled at some point. It had only burst programs so communication with a clinician programmer v2.02 would be unsuccessful, which was duplicated during analysis. A patient controller with v2.02 was able to communicate normally. The root cause is due to corruption in the ipg msp430 firmware, which occurs when the device is in surgery mode and is exposed to a high current event. If the device had an existing tonic program, the patient could query their device and change to a tonic program using a pc with version 2.0. The cp logs showed a pulse out of range error.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to access burst programs. The patient also had high impedances on one lead. Troubleshooting was unable to resolve this issue. Surgical intervention was undertaken and the ipg and lead were explanted and replaced. The investigation did not determine which lead attributed to this issue.